Event description:
It was reported, the patient had a loss of therapeutic effect. It was stated, the patient had a loss of therapy on one side and shocking in their chest after the replacement of their implantable neurostimulator (ins). It was noted the patient reported this two days prior to report and was seen in a clinic and their neurosurgeon saw the x-ray on the day of report. It was reported, the extension was not fully connected to the ins on one side. It was stated, the neurosurgeon thought the torque wrench was not tightening properly so they have gone back to using a hex wrench and hadn¿t had any other issues. It was noted, the torque wrench was used on both devices with this patient but only one side had been a problem. It was later reported, the patient was scheduled to have the issue corrected on (B)(6) 2013. It was later reported, the patient saw their physician the day prior to report and it was determined their setscrew had become loose on their ins connection. It was stated, the physician felt the setscrew had a malfunction. It was noted, the patient had some discomfort behind and near their ins. It was also stated diagnostic examinations were performed and it was determined # 3 was loose and a chest and skull x-ray was done. It was later reported, the torque wrench was not applying enough torque to keep the extension in the implantable neurostimulator (ins). It was later reported, the patient¿s issue would be fixed the day after report. A day later, it was reported, the patient¿s battery was removed, the set screws were retightened and impedances measurements were taken. It was stated contact three impedances were high and out of range. It was noted after further testing a problem was found in the extension wire and there was a visible break near the plug. It was stated both the battery and extension were explanted and a new extension and battery were implanted. It was unknown which of the patient's extensions and batteries were explanted. Reference related manufacturer report # 3004209178-2013-12179.

Event description:
Additional information received indicated that this event involved the patient's other device, as reported in MFR. Report #300420917 8-2013-12179, and did not involve this device.

Manufacturer narrative:
Product ID 37602 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 3387s-40 lot# v100240, implanted: 2008 (B)(6), product type lead product ID 3387s-40 lot# v022472, implanted: 2007,(B)(6), product type lead product ID neu_wrench_acc lot# unknown, product type accessory. (B)(4).